Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/07/2023. Section h3: device evaluated by manufacturer: yes. Section h6; type of investigation - 10, 3331, 4109. Section h6; investigation findings - 213. Section h6; investigation conclusions - 67. Device evaluation: one (1) liquid optics interface (loi) was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: customer did not have this information. Section e1 telephone number: (B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that suction loss during laser treatment occurred using the liquid optics interface (loi). No patient injury and/or complications were reported. No additional information was provided.